Manufacturer narrative:
The complaints that the needle was stuck to the IV catheter or that the catheter was damaged could not be confirmed from the returned samples. Fifteen 20g insyte autoguard units were provided for investigation. A visual observation of the returned units revealed no damage or defects. A functional test was performed to simulate the insertion process, and the measured needle tip penetration, catheter tip penetration, and catheter drag forces were within specification. The catheter was loosened from the needle as indicated in the IFU and the functional test of the safety mechanism revealed that the needles fully retracted and no sticking was identified. Failure to loosen the catheter from the needle as instructed in the IFU can create the impression that the needle is stuck to the IV catheter. Prior to accessing the vessel, the instructions for use state, "hold the catheter hub and rotate the barrel 360-degrees to loosen the catheter tubing from the needle." As the reported issue could not be identified or replicated with the returned samples, the complaint could not be confirmed. A review of the inspection records and quality and manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. There were no other similar complaints from the implicated lot. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
It is reported that catheter damage occurred. Talk at length with rn, seems that in some the needle is "stuck" to the catheter piece. When the staff twist or slide the catheter to "free" it up it is catching part of the plastic and creating this bur. The initial issue is this "stickiness" then compounding the issue is the sharp needle is picking scrapping plastic which gets pushed into the patient at the best scenario the worst it causes them to blow through the vein. Customer response on 26-mar-2026: if nurses did not notice the plastic bur they would ¿blow the vein¿ which did happen before they realized the situation and to look for the bur.